Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that battery status led was red and error codes involving ac and battery switching appeared. Troubleshooting initially consisted of performing a hard power cycle and changing to a different electrical wall socket. The errors suggested switching between battery and ac and the affected device lacked battery backup, prompting communication to the site for additional investigation. The procedure was aborted with no reported injury. Intuitive followed up and confirmed procedure was aborted-post anesthesia.